Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge. There was no reported adverse impact to the customer's blood glucose level. Caller reloaded the cartridge to resolve the issue.